Event description:
The customer reported the unit was flickering, making a loud buzzing noise, and displayed mass too low. No reports of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A filament calibration was completed and the right locking castor was replaced. The system was found to be working as intended, and put back into service.